Event description:
It was reported the patient¿s implantable neurostimulator (ins) system had high impedances. Ins interrogation records indicated that some electrodes were ¿out-of-range.¿ it was noted that electrodes 8 and 11 had unipolar impedance values of 5047 ohms and 2496 ohms respectively. Furthermore, it was noted that bipolar electrode pairs 8-9, 8-10, and 8-11 had impedance values of 4527 ohms, 5467 ohms, and 6677 ohms respectively. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).